Event description:
The customer reported inaccurately high blood glucose readings with another brand test strips, lot# 16121a. She also reported that a normal control solution test result was out of the normal control solution range. She opened the bottle on 8/18/96 and performed a blood glucose test. The result was 250mg/dl. She stated that her blood glucose level is not usually over 200mg/dl with another brand test strips. She immediately performed a test with another brand test strip and the result was 176mg/dl. A normal control solution result was 89 mg/dl versus a normal control solution range of 112-168mg/dl. The normal control solution was opened for the first time approximately one month ago and the customer shook it well before testing. The code was set correctly for all tests, both brands of test strips are code8. The desiccant is in the bottle of strips. The customer does not know her last hemoglobin a1c result. The customer was unwilling to perform any tests with the co representative.